Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, walked through the process, and successfully started a new sensor session after the reset, with the issue not recurring.